Event description:
Reportedly, during patient use, a 'rom control failure' error message occurred. The patient was manually ventilated and transferred to another ventilator. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.